Manufacturer narrative:
This MDR is being submitted due to the reported seroma formation after initial placement of the acell device. The device was not explanted and is not available for evaluation. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with acell's operating procedures and federal, state, and local laws and regulation. There were no reports of device failure at the time of initial surgery.

Event description:
On (B)(6) 2018, acell, inc. Became aware that a patient experienced seromas post operative after a ventral hernia repair procedure with an acell device on (B)(6) 2017. The surgery was for a recurrent hernia. Patient had 3 prior surgeries in 2008, 2011 and 2014 for hernia repair with other surgeons. There was no other information provided regarding these prior surguries. After surgery on (B)(6) 2017, patient indicated having several drainage episodes post operative. Surgeon confirmed the patient experienced two seromas while still under his care and after the second drainage episode the fluid was cultured with no growth observed. The surgeon described the fluid as clear and sterile. Surgeon has not seen patient since (B)(6) 2017. Patient confirmed discontinuing care from surgeon who performed hernia repair on (B)(6) 2017 and is continuing care with another undisclosed physican. Patient has health issues that include hypertension, high cholesterol, bronchial asthma and a heart murmur. Patient is also a smoker, with a 12 cigarette a day habit.